Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubbles. The blood glucose level of the customer was unknown. The approximate size of the air bubble was 1 cm. Troubleshooting was not performed as the customer was not available at home. The product will not return for analysis.